Manufacturer narrative:
An event of a torn leaflet was confirmed. An event of leakage was also reported. Gross morphological and histopathological examination revealed tears in leaflets 1 and 2. Circumferential fibrous pannus ingrowth on the inflow surface of all three leaflets was observed encroaching onto the bases of the leaflets, narrowing the inflow diameter. The inflow surface of leaflet 3 contained focal calcification and areas of chronic inflammation within it. All three leaflets contained fibrous thickening. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2014, a 19mm trifecta valve was implanted using non-everting mattress sutures with pledgets. There was no significant calcification observed at the patient's native aortic annulus. In (B)(6) 2018, the patient was reported with cardiac insufficiency and leakage. In (B)(6) 2018, echocardiogram revealed leakage from the commissure between the left coronary cusp and the non-coronary cusp, which was widely torn toward the respective cusps from the top of the stent post and prolapsing. On (B)(6) 2018, the 19mm trifecta valve was explanted and a 19mm perimount magna ease valve was implanted. Upon explant, the cusp and sewing cuff were noted to have become damaged during explant. The patient is reported stable.